Event description:
Information received by medtronic indicated that customer called reported fell on ice pump broke. Troubleshooting was performed and found that the pump shows a physical damage. No harm requiring medical intervention was reported. Customer had discontinued to use the pump and insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Pump received with blank display and vibrating due to cracked (chip u6) on the pcb2 board. Unable to perform self-test, displacement test, active current measurement and sleep current measurement test due to blank display. Unable to download due to blank display. No moisture damage noted to electronic assemblies or motor assemblies per visual inspection. The p-cap/reservoir does lock properly. The following were noted during visual inspection: scratched case, pillowing keypad overlay, keypad overlay texture damage, missing display window cover, cracked case at the battery tube. Blank display noted due to cracked (chip u6) on the pcb2 board. Cosmetic damage at lcd display window was not confirmed. However, cosmetic damage at battery compartment was noted during analysis. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.